Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to verify operating currents, unexpected battery alarms or perform displacement test and self test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had weak battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.